Event description:
Infusion pump with a failure code 32. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of infusion device. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.

Event description:
The facility's biomedical engineer reported an infusion pump with no audible alarm. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hosptial representative stated they have no record of any patient incident involving the pump since the last baxter serivce event. No additional contact information was provided.